Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed and revealed the motor seized and jammed and blades were broken on the inside due to interior liquid. This was attributed to faulty care and maintenance. The blades were replaced and the device was repaired and returned to the customer on (B)(6) 2012. Placeholder.

Event description:
The customer reported that the motor was not working and became blocked during surgery. This is report 1 of 1 for complaint (B)(4).